Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy a01 / 1.7.1 / android_10.

Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin to resolve the issue.